Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator could not be interrogated as an error message was received on the programmer. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not yet received.

Manufacturer narrative:
The reported event of an error message received during interrogation was confirmed on the merlin programmer. However, the root cause for the error message could not be determined.